Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision completed to address instability. Stem was loose. Stem, head and metal liner were removed and replaced. Doi: 2009, dor: feb 7, 2022, left hip.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision completed to address instability. Stem was loose. Stem, head and metal liner were removed and replaced. Doi: 2009, dor: (B)(6) 2022, left hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b7. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Pinnacle mom litigation record received. The litigation alleges, heavy metal poisoning from the toxic heavy metals, metallosis, metal debris resulting in injury, left hip pain and limited adl. X-rays showed, osteolytic lesions around the femoral component. Revision note reported, surgeon encountered a rush of dark-colored joint fluid, significant bone loss and metallosis, toxic heavy metal ion cobalt and chromium poisoning. Plaintiff also, experienced emotional trauma and distress. Doi: (B)(6) 2009, dor: (B)(6) 2022, left hip.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The information received, will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers, the investigation closed. Should additional information be received, the information will be reviewed. And the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre) was not possible, because the required lot code was not provided. E3: initial reporter occupation: lawyer, h6: health effect - clinical code.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Unspecified tissue injury ((B)(4)) is being utilized to capture bone injury & bone injury. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received. After review of the medical records, physical therapy visit reported hip pain, antalgic gait, iliopsoas hypertonus, piriformis tenderness, muscle tightness and thomas positive, movement impairment, bilateral hip dysfunction, weak bilateral abductors, poor core stabilization, decreased chain mobility, it band dysfunction, moderate sleep disturbance, limited range of motion, walking difficulty, affected adl. Patient was diagnosed continues to have difficulty with left hip dysfunction, left ghj, weakness and impingement.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, b6, d4 (lot, expiration date), d10 and h6 (device code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received. After review of medical records patient was revised due to failed cement less left total hip arthroplasty secondary to periprosthetic osteolysis. Operative notes indicated he has developed some pain in the left hip. The femoral component itself does not look grossly loose, it appears to be well fixed in the distal third. However, there has been some endosteal scalloping and bone loss around the proximal two-thirds of the implant. There was a large amount of dark colored joint fluid. It was dark stained. The femoral component itself showed some micromotion to toggling side to side. There was significant bone loss around the proximal aspect of the femoral component and this was associated with osteolytic debris. On (B)(6) 2010 patient underwent right total hip arthroplasty to treat osteoarthritis, no revision surgery reported.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that the patient had a total hip implanted in 2009 by dr pd. The stem was loose. Stem, head and metal liner were explanted. A depuy standard poly was used, and a competitors revision femur and head were re-implanted. I have no other information on this case. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment "(B)(4)". Visual analysis of the photo was able to confirm implant loosening for corail amt collar size 12. Based on the evidence provided, it is highly possible that the reported event was caused by deterioration of the bone quality. Based on the observations, it is not unreasonable to conclude that device movement was present. However, nothing indicative of a device defect was observed and it is unknown if the device contributed to the observed condition. The event is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A manufacturing record evaluation was performed for the finished device [3l92502 / (B)(6)] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for corail amt collar size 12. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation was performed for the finished device [3l92502 / (B)(6)] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 clinical symptoms code: metal related pathology (e1618) was used to capture metal poisoning and blood heavy metal increased. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2022, a failed cementless left total hip arthroplasty secondary to periprosthetic osteolysis. The operative reported that the patient developed some pain in the left hip and this was associated with radiographic evidence of periprosthetic osteolysis. At the time of arthrotomy, there was a large amount of dark-colored joint fluid. There was significant bone loss and a bloody osteolysis process, it was an atypical metallosis case.